Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to final tighten creo screws due to the wrong driver being used in the surgery. This event occurred in australia.

Manufacturer narrative:
The 6067.0040 torque limiting handle is intended for use with creo 5.5 screws and locking caps which require 5.5nm of torque. Using this instrument outside of the product guidelines caused the creo threaded screws used in this case to be improperly final tightened; the correct instrument supplies 8.0 nm to tighten the threaded locking cap. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report: b4, g6, h2, h6, h10.

Event description:
It was reported that a revision was needed to final tighten creo screws due to the wrong driver being used in the surgery. This event occurred in australia.